Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 01-nov-2018. Vascular access was obtained via the femoral artery. The 90% stenosed, 3x20mm, eccentric, de novo target lesion as located in the mildy tortuous and non-calcified left circumflex artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross due to the lesion bend. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, retuned device analysis revealed stent damaged. Promus element plus,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut row was damaged with stent struts bent in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen and mid-shaft section found no issues.